Event description:
Spontaneous ibc from (B)(6), rn at (B)(6) health requesting dosing info for pt. Provided current dosing veletri info. Pt currently in the ER due to her being told to come in after reporting pump malfunction. Pt's pump (B)(4) is malfunctioning indicating high pressure on display. No kinks in line / blockage and tubing was switched. No other info is known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: (B)(4).